Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the keypad buttons were intermittently responding to user inputs and there was evidence of contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the up/down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.